Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip detached inside the patient after 1,725 joules of fiber use. A grasper was utilized to remove the fiber tip from the body of the patient. The fiber was replaced to complete the procedure without patient injury.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip detached inside the patient after 1,725 joules of fiber use. A grasper was utilized to remove the fiber tip from the body of the patient. The fiber was replaced to complete the procedure without patient injury.